Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 6947 implantable defib lead (B)(6) 2012. (B)(4).

Event description:
It was reported that the right atrial lead impedance has been gradually increasing over the past couple of years and is now at 1520ohms. The lead remains in use and routine follow up was recommended. No patient complications have been reported as a result of this event.